Event description:
The facility representative reported an ipump with a condition of "damaged keypad". The process step is unknown. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation however, the evaluation has not yet been completed. Once the evaluation is complete, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a damaged keypad involving an ipump was confirmed but not reproduced during device evaluation. The assignable cause was determined to be a damaged keypad. The front case was replaced to fix the reported condition.